Manufacturer narrative:
(B)(4). The device was received, investigation is not complete.

Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that the 3.0x12 otw voyager was advanced and inflated without incident; however, when the balloon was deflated, blood was aspirated. The voyager was removed without difficulty and a second unspecified balloon catheter was used to complete the procedure. There were no reported adverse pt effects. No additional info was provided.